Event description:
The tibial insert would not lock in the baseplate. Once implanted, the surgeon was able to remove the insert by hand. Another device was readily available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.